Event description:
Boston scientific received information that this right ventricular lead and pulse generator displayed high, out of range pacing impedances. The patient was seen for a lead revision. During the revision procedure, difficulties removing the lead from the header were encountered. The physician elected to cut and cap the lead and replace the device as the device was nearing a battery status of elective replacement indicator (eri). There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. High power visual inspection noted a hole in the atrial ring seal plug and a hole in the ventricle tip seal plug. There was body fluid contamination in both lead barrels. The terminal end of the ventricular lead was noted in the ventricle lead barrel. There were no obstructions in the atrial lead barrel. Both atrial setscrews were in the up position against their capture washers. The ventricle ring setscrew was in the up position against its capture washer. The ventricle tip setscrew was in the down position holding the lead connector end in place. All 4 setscrews moved freely. The ventricle tip setscrew was backed out up against its capture washer using a torque wrench. The lead connector end was successfully removed from the ventricle lead barrel. No other obstructions were noted in the ventricle lead barrel. The header passed pin gage testing. This verified the inner dimensions of the lead barrels and terminal blocks and also verified proper setscrew travel into the terminal blocks. The device was connected to variable resistance boxes in both chambers. Various resistive loads were applied and tested with the commanded lead impedance test function. All measured values were within the tolerance of the circuit. The device was put through and passed a series of diagnostic tests which verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The clinical observations were not able to be confirmed.